Manufacturer narrative:
(B)(4). Device evaluation: the device was found broken and distal balloon portion was missing. The balloon was broken radially at 30 mm from the proximal welding. Traces of blood were detected on the balloon and on the shaft. The tip and the last 90 mm of balloon were missing. The distal part of the guide wire tube was found stretched close to the broken end; it was not possible to pass the guide wire.

Event description:
Physician was attempting to treat a lesion in the right anterior tibial artery using amphiprion deep. It was reported that during retrieval after deflation the balloon detached and the fractured fragment remains in the patient. Two chromis deep stents were implanted to cage in the fractured fragment. The lesion is severely calcified, a cto (chronic total occlusion-100%) and vessel is little tortuous. The device was removed from packaging and prepped with no issues noted. No further clinical sequelae was reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.